Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 198, 125 mg/dl. Tests were done within 10 minutes with a difference of 40%. Patient did not experience any adverse events. No further info has been reported.